Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempt to implant this lead difficulty finding an adequate implant site was encountered. The helix was extended and retracted many times. On the final attempt to implant the lead, the helix was extended and the physician reported hearing a snapping sound. Noise and high pacing impedances were seen. The physician attempted to retract the helix but was unable to. The lead remains implanted in the patient but not used. There were no additional adverse patient effects reported.